Event description:
It was reported that, fixation pin became missing, pt not involved.

Manufacturer narrative:
Additional info: review of the device history records indicates all devices accepted into final stock met specifications. The product experience reporting database indicates there have been no other events for the reported lot. When completed, the eval summary will be submitted in a supplemental report.